Event description:
It was reported that the patient was involved in a car accident. Following the accident the patient's leads had out of range impedances. Therapeutic effect was lost. The patient had a total system replacement 2012 (B)(6) to change to a prime implantable pulse generator (ipg) for ease of use. The patient was getting good coverage after minor reprogramming following the surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension. For use by user facility/importer (devices only). (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no anomaly. Analysis of the extensions, serial # (B)(4) and (B)(4), found no significant anomaly. Analysis of lead 1 and lead 2, lot # v093748019 and v116824020, found a broken conductor in the lead body at the titan anchor site.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.